Event description:
It was reported the patient had been having problems with her pump for over a year. The patient¿s healthcare provider (hcp) was aware of it. 1-2 weeks before the patient¿s refills, the patient got horrible pressure headaches. When the patient went in for a refill, there was a lot of medicine in the reservoir. This had been going on for a year or more. The device system was used to deliver fentanyl.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8709, lot# j11198r21, implanted: (B)(6) 2002, product type: catheter. (B)(4).